Event description:
It was reported that the patient underwent inguinal hernia repair on an unknown date and mesh was implanted. A few days post-op, the patient experienced itching, cramping and abdominal pain. During follow-up, the surgeon opined the problem as ¿jock itch¿. The patient has seen multiple physicians and has requested removal of the mesh, but none of the surgeons would remove it. The patient is being treated by a dermatologist who opines that the patient is having an allergic reaction to the mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.